Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material that was left in the biopsy channel due to physical damage of the subject device. The event can be detected by following the instructions for use (IFU) section which state: operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Per checking with a borescope, the device evaluation found no foreign object in the instrument channel. However, stain, kinks & scrape marks were found in biopsy channel which were attributed to insufficient cleaning. It was recommended that the channel be replaced. Additional evaluation findings were as follows: minor scratches on hold ring, the glue on the lens was old, light guide lens had chips, bending section cover glue was cracked, and the scope connector had dried fluids. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was but the endoscopy tech had difficulty cleaning the working channel during manual clean. The scope was soaked in disinfectant x 1 hour and the tech was able to remove crystalized bile. Also noted/removed 2 small pieces of sponge like material. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did aspirate water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had foreign material, possibly a yellow sponge stuck in the working channel. The issue was identified when the user had some trouble passing a balloon and wire through the working channel during a diagnostic procedure. The procedure was completed using the same device. There was no report of harm to a patient or user associated with this event.